Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the infusion cannula did not connect to the trocar during a vitrectomy procedure. The infusion cannula was exchanged and the issue resolved. There was no harm to the pt.